Manufacturer narrative:
Customer also reported that the autopulse li-ion battery did not take a charge in the autopulse multi-chemistry charger (mcc). The autopulse battery in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned battery as follows: the battery archives were reviewed and root cause was investigated. The reported complaint can be attributed to random errors due to noise or electrostatic discharge (esd) that may trigger a fault in the communication between the gas gauge and the battery processor. In most cases, the processor is able to correct the fault and the battery continues to function normally. On rare occasions, the fault cannot be corrected and the battery cannot be charged.

Event description:
It was reported that during a code, the autopulse platform did not power on with an autopulse li-ion battery (serial #: (B)(4)). Customer switched to a spare battery to finish the call. No adverse patient sequelae was reported. No further information was provided.